Event description:
During an anterior vitrectomy, initial reporter stated when inserting vit cutter into the eye, white "stuff" was emitted, similar to the consistency of partially cooked egg whites. They attempted to activate three times and this white matter came out. There was minimal delay in surgery while they opened another pack for a new cutter. There was no pt injury. Pt was discharged that same day with no adverse effects per writer's conversation with initial reporter on 4/8/97.